Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead was exhibiting high dfts (defibrillation threshold measurements) at a follow-up visit. An x-ray was taken and it appeared the lead had moved. The physician elected to reposition the lead and after repositioning the dfts were normal.